Manufacturer narrative:
(B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition had improved and he did not currently have any diabetic symptoms. On (B)(6) 2020 the customer went to the ER due to blurry vision reported during the last call. The customer's blood glucose test result when at the ER was 500 mg/dl non-fasting. The diagnosis was hyperglycemia and customer was treated with insulin. Customer was discharged the same day, 2020, and wife stated that novolog was added to the customer's medication regimen. No additional blood tests were performed using the truemetrix meter.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 336, 361 and 319 mg/dl fasting and 342 and 490 mg/dl non-fasting. Customer was also comparing result obtained with truemetrix of 319 mg/dl with result of 449 mg/dl obtained with another device; the tests had been performed 2 hours apart. The customer¿s expected fasting blood glucose test result range is 220-260 mg/dl; and expected non-fasting range was not provided. At the time of the call the customer reported having blurry vision; medical attention was not needed at the time. The product is not stored according to specification and is stored in the kitchen. The customer had another vial of test strips that had been stored and handled correctly, mx4327s, manufacturer¿s expiration date of 01/16/2022. During the call, a back to back blood test was performed by the customer fasting and produced test results of 294 mg/dl and 352 mg/dl using truemetrix meter. The meter memory was reviewed for previous test result history: (B)(6).